Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the helix was not retractable after numerous attempts. It was noted that the lead had dislodged as a result. The helix was pulled and was permanently extended. The lead was surgically abandoned in the patient. No adverse patient effects were reported. Additional information received indicates that the lead got stuck in the chorea of the tricuspid valve during the implant. The lead was surgically abandoned at that site. Subsequently, the lead was explanted and was disposed of. The lead is not available for return for analysis. The patient was hospitalized as the tricuspid valve was damaged, and the patient developed a mild form of heart failure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the helix was not retractable after numerous attempts. It was noted that the lead had dislodged as a result. The helix was pulled and was permanently extended. The lead was surgically abandoned in the patient. No adverse patient effects were reported.